Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to long charge times. The last reported monitoring voltage was 2.66 volts, with a charge time of 28 seconds. Technical services (ts) discussed that replacement is recommended within 90 days of eri. No adverse patient effects have been reported. At this time, no further information has been made available. Additional information indicates that this device was explanted and replaced by a competitor's product. There were concerns that this device depleted prematurely.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.